Event description:
It was reported that a minicap transfer set leaked "in the lock between the clamp and main body." This occurred during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the event was observed when filling set with solution during a pd procedure. The transfer set was in use for fourteen (14) days at the time of the event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.